Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, no current code/category. The customer reported hyperglycemia, hyperglycemia treated with discontinue use of insulin delivery system, hospitalization: overnight stay. Customer reported the following led up to the event: states bg had been running high and she had to be hospitalized. And since then has been off the pump. Document treatment for high bg: was hospitalized back in oct and went through t/s. Document type of diabetes: type 1. The event involved product(s) unomedical, mmt-332a, mmt-1884l. Customer was using the auto mode/smartguard feature at the time of the event. High bgs/under delivery customer reported high bgs. Troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.